Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following an ablation procedure, the patient experienced a deep vein thrombosis, aphasia and seizures. The patient was prescribed dexamethasone, lacosamide, and levetiracetam. The event was considered ongoing. Subsequently, the patient died from their underlying disease.